Event description:
An eye care professional reported, a para central sterile corneal ulcer in the right eye of a pt associated with wear of night & day contact lenses. Pt had three year successful 30 day continuous wear history when he presented with moderate discomfort and acute red eye. Event resolved with use of tobradex and no reduction in visual acuity. No further info is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as probable central non-infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation of manufacturing records can be performed.